Event description:
(B)(6) study: it was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 20 mm watchman flx laa closure device with delivery system (wds). The procedure was successfully completed and the patient was discharged with prescriptions for aspirin 81mg and apixaban 10mg. 51 days post procedure, (B)(6) 2022, during a routine follow up examination a pericardial effusion was discovered via transesophageal echocardiogram. The pericardial effusion was noted to be around the closure device. A residual atrial septal shunt from left to right was also noted. The patient was treated medically and no patient complications were reported.